Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around objective lens was chipped, and foreign material was found in the forceps elevator. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction adhesive around objective lens has a chip was traced to component failure. Additionally, the most probable cause of the malfunction forceps elevator has foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.